Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Installed new ps3 power supply. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the c-arm on the 9900 system would not move up or down. There was no pt injury reported.